Manufacturer narrative:
The reported event is confirmed as manufacturing related. Visual inspection noted 2 photo samples of unopened intermittent catheters were received. Visual evaluation noted black foreign contamination on the catheters. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this event is mechanical failure. The product was not used for patient diagnostic and treatment purposes. The product was influenced by the reported failure. The product did not meet specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure.the actual/suspected device was evaluated.

Event description:
It was reported that 95 units of intermittent catheters were contaminated with spots.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual inspection noted 2 photo samples of unopened intermittent catheters were received. Visual evaluation noted black foreign contamination on the catheters. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this event is mechanical failure. The product was not used for patient diagnostic and treatment purposes. The product was influenced by the reported failure. The product did not meet specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that 95 units of intermittent catheters were contaminated with spots.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 95 units of intermittent catheter was contaminated with spots.